Event description:
The reported noted that during a proximal interphalangeal (pip) arthroplasty surgery, the surgeon placed the implant into the canal and as he tried to impact the implant further, "the head of the implant snapped off leaving the stem inside and bone." When the surgeon tried to remove the stem from inside of the bone, the distal tip of the implant broke off again. The surgeon was unable to recover last distal fragment of the stem. There was no injury to the patient, the surgery time was prolonged by 1 hour.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based on the reported information.